Event description:
The customer alleged that the device became inoperative while on a pt. There was no pt harm or change in therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced.